Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device was alleged to be depleting prematurely as the battery longevity had decreased one and half years within six months. Device data was sent for review. Technical services (ts) reviewed the case and noted that the device was exhibiting moderate acceleration in the rate of battery depletion. Ts reviewed the diagnostic data and confirmed the power consumption of this device had been increasing during the past year and is expected to continue to increase. Ts noted that the device should be replaced. Ts also noted that assuming the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device was alleged to be depleting prematurely as the battery longevity had decreased one and half years within six months. Device data was sent for review. Technical services (ts) reviewed the case and noted that the device was exhibiting moderate acceleration in the rate of battery depletion. Ts reviewed the diagnostic data and confirmed the power consumption of this device had been increasing during the past year and is expected to continue to increase. Ts noted that the device should be replaced. Ts also noted that assuming the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. The was explanted but due to the covid-19 virus the shipment process has been delayed. No additional adverse patient effects were reported.